Event description:
It was reported that during a routine pump replacement for normal battery depletion, the healthcare provider (hcp) aspirated the catheter and pulled back and "yellow fluid from the catheter that did clear." It was added that the aspiration of the catheter access port (cap) was done in preparation of a priming bolus. The reservoir was aspirated on the old pump and the drug was clear (the hcp did not think to aspirate the cap of old pump). The old pump and the yellow fluid was sent to pathology for analysis. The hcp did not suspect infection. The patient was asymptomatic. However, it was noted that there was a "light stringy tissue that was almost right into that catheter access port." The catheter was left implanted. It was later reported that there was no bacteria found. Tissue was found on the pump, but otherwise the report was negative. It was stated that the manufacturer representative thought pathology did not check the fluid for precipitate, only for infection. It was noted that the patient was receiving appropriate therapy. No troubleshooting was done, as the patient was receiving appropriate therapy and having no symptoms. It was further stated that the expected reservoir volume was found in the old pump. The patient "continued to do well", according to the nursing staff where she resides, and had no adverse issues. Drug: lioresal (2000mcg/ml, 275mcg/day).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), (B)(4).